Manufacturer narrative:
Unit passed the displacement test, rewind, basic occlusion test, self test and unexpected restart system error test. The stop (idle) current and run current measurement tests are within specification. Unit also passed off no power alarm test. Unit was unable to prime during prime/ compromised force sensor system test due to faulty fsr (gold). Unable to perform the occlusion test, excessive no delivery test and the dat test or verify motor error alarm due to prime anomaly. During visual inspection, the motor had a corroded home switch. Unit also had minor scratched display window, cracked reservoir tube, cracked reservoir tube window, cracked reservoir tube lip and a stained end cap sticker. No moisture damage noted on the electronic assembly.

Event description:
It was reported via phone call that they were receiving a motor error alarm. The customer¿s blood glucose during the incident was 12 mmol/l. Troubleshooting was performed. They were able to complete the insulin pump rewind. The alarm history contained more than one motor error alarm within a 30-day period. The insulin pump will be returned for analysis.